Event description:
A pump cartridge change error was reported by the customer, which was resolved by the customer herself after identifying that something was blocking the cartridge from snapping in. There was no adverse impact to the customer's blood glucose level. The customer no longer required assistance and was advised to call back if the issue persisted. No additional information was received regarding the outcome of the event.